Event description:
It was reported that during a left atrial appendage and avr procedure, while using a gold cartridge with peristrips buttress material. The tech applied buttress to the cartridge. The tech does not report anything out of the ordinary initially opening and closing device to apply buttress. The surgeon reports that the device would not open. It is important to note that device had not yet been fired. Surgeon was trying to open the stapler to position device on tissue. Several attempts were made by the surgeon to manually open device. The automated reverse was used and attempted opening. The device still would not open. The automated reverse was used a couple more times then the manual reverse was used. The surgeon tried opening the stapler and used the automated reverse. Then the stapler opened. The same device was positioned on tissue but would not fire, the surgeon did not realize that manual override disabled the instrument. The rep received call during the procedure. An ec60a with gold reload and buttress material was used to complete the case. No patient consequence reported, an additional five minutes was added to the procedure time per surgeon. The procedure was on-pump. Ec60a with gold reload and buttress was used to complete the procedure. There was an additional five minutes or time. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60d cartridge reload loaded in the device. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Device evaluation anticipated, but not yet begun.